Event description:
Eitan medical sapphire infusion pump involved during tpn (total parenteral) infusions where infusion ran dry. Home infusion patient population. Patient reported the same issue on (2) occasions: (B)(6) 2021, (B)(6) 2021. FDA safety report ID # (B)(4).

Event description:
Eitan medical sapphire infusion pump involved during tpn (total parenteral) infusions where infusion ran dry. Home infusion patient population. Patient reported the same issue on (2) occasions: (B)(6) 2021, (B)(6) 2021. FDA safety report ID # (B)(4).